Manufacturer narrative:
Attempts were made to complete event details but was unsuccessful.

Event description:
It was reported that patient was scheduled for an explant due to an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 wherein the system was explanted due to ineffective stimulation which is attributed to the lead. There is no device malfunction.